Event description:
A trivascular abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for follow-up on an unknown date showing the presence of a type ia endoleak. A re-intervention was performed by a different physician on a unknown date to place coils and embolize the endoleak. The patient subsequently presented with an aortic rupture on (B)(6) 2014 and a second re-intervention was performed to place a stent in the renal artery to maintain flow to the kidney followed by the placement of an aortic cuff. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Device remains implanted.